Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) passed away in september 2005. His daughter stated the death was a result of the device. She stated the cardiologist informed her father that the model and serial # was not recalled, however she believes it was, and with another device he would have survived. She has possession of the device, and did not give her father's name or the model and serial number.